Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blood glucose of 282mg/dl and the pump alarmed no delivery. The customer had diabetic ketoacidosis and treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 154mg/dl at the time of the call. Troubleshooting was performed and the customer indicated that the pump stops delivery during the rewind process. Customer declined further high blood glucose troubleshooting. No further details given.